Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 2.75x16mm taxus express2 drug eluting stent (des) had been selected to treat an unspecified lesion. During prep, a stent strut was found to be "exposed". The device did not contact the pt and was not used in the procedure. The procedure was completed with another 2.75x16mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "fine".